Manufacturer narrative:
The reported event was confirmed as a supplier related issue. The sample was evaluated and it was observed there was a hair inside the meter. The potential root cause for this reported event could be error during the manufacturing process at supplier site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "cautions/warnings ¿ this is a single use product. Do not reuse. ¿ this product must be stored in a cool, dry place, away from wet and direct sunlight. ¿ should the package is damage, do not use the product. ¿ this product is sterilized by ethylene oxide gas."

Event description:
It was reported that there was a foreign material like a hair inside the meter. The user found it soon after the device was placed, and discontinued use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a foreign material like a hair inside the meter. The user found it soon after the device was placed, and discontinued use.